Event description:
The hcp reported the pump had been in a stopped mode for a period of 6 days. The pt was having a catheter revision done and the hcp bolused the pump with minimal to no droplets forming at the port. The hcp explanted and replaced the pump. A follow-up report will be sent when add'l info is received.